Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, white particles and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening in the anterior, consist with use of a surgical tool and crease smooth in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage and a crease smooth in the anterior side due to a fold flaw opening. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device was explanted.